Event description:
Wife of home patient (hp) reported pt line of homechoice set disconnected from transfer set during treatment phase drain 2 of 4. Hp stopped treatment at time of 2240 alarm and capped transfer set. There was neither injury nor medical intervention reported as a result of incident.